Event description:
Healthcare professional reported the valve was removed due to pt developing a 100 mm gradient. At explant, the valve had large soft vegetation on the aortic surface comprised largely of fibrous material. No bacteria, but a few inflamed cells were found.